Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2016. Advised patient's mother to use a different email to follow the patient to avoid signal loss. No injury or medical intervention was reported.